Event description:
The customer tested her blood glucose using 2 breeze meters. The customer's breeze read 342 mg/dl, while the other breeze meter read 146 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and test strips are to be returned for eval. A breeze 2 meter kit will be sent to the customer.